Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to sin irritation or rashes. Customer was treated with intravenous drip and antibiotic through after being discharged was given a topical antibiotic. The device will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to skin irritation or rashes at the sensor site. Customer was treated with intravenous drip and antibiotic through veins. After being discharged customer was given a topical antibiotic. The device will not be returned for analysis.